Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. The intake information required to enable further investigation, such as the kit¿s lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported three false negative results via social media with the binaxnow covid-19 antigen self-test performed on unknown dates. This manufacturer's report addresses test one (1) of three (3). Additional testing (unknown brand) was performed on an unknown date at a medical clinic and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported three false negative results via social media with the binaxnow covid-19 antigen self-test performed on unknown dates. This manufacturer's report addresses test one (1) of three (3). Additional testing (unknown brand) was performed on an unknown date at a medical clinic and generated a positive result. No additional patient information, including treatment and outcome, was provided.